Event description:
Ed (emergency department) - initiating IV for infusion. 18 ga bd insyte autoguard needle did not retract all the way pm [date redacted]. Ed - initiating IV for infusion. 20 ga bd insyte autoguard needle did not retract all the way pm [date redacted]. No known harm to patient. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter). Will obtain.